Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead became dislodged. The pt presented to the emergency room with low heart rate as the pt is pacer dependent. A revision procedure was performed and the lead was successfully repositioned. No adverse pt effects were reported. Our records show this lead remains implanted. If add'l info is received, this report will be updated.